Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 cord nonmagnetic metallic fragments') and device dislocation ('right side essure device is known to be outside of the fallopian tube/the right fallopian tube is seen in its entirety with free spill in the pelvis') in an adult female patient who had essure inserted. The patient's medical history included cyst and nabothian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: failed tubal occlusion of the right fallopian tube. Successful tubal occlusion on the left by essure device; on (B)(6) 2013: the patient right side essure device is known to be outside of the fallopian tube,not in the appropriate position. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 cord nonmagnetic metallic fragments') and device dislocation ('right side essure device is known to be outside of the fallopian tube/the right fallopian tube is seen in its entirety with free spill in the pelvis/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst and nabothian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), arthralgia ("joint pain"), incontinence ("incontinence") and pelvic pain ("pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device dislocation, hypersensitivity, arthralgia, incontinence and pelvic pain outcome was unknown. The reporter considered arthralgia, device breakage, device dislocation, hypersensitivity, incontinence and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: -failed tubal occlusion of the right fallopian tube. -successful tubal occlusion on the left by essure device.; on (B)(6) 2013: -the patient right side essure device is known to be outside of the fallopian tube,not in the appropriate position.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Reporter information added. Events: allergic reaction, joint pain, incontinence, pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 cord nonmagnetic metallic fragments') and device dislocation ('right side essure device is known to be outside of the fallopian tube/the right fallopian tube is seen in its entirety with free spill in the pelvis') in an adult female patient who had essure inserted. The patient's medical history included cyst and nabothian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: -failed tubal occlusion of the right fallopian tube. Successful tubal occlusion on the left by essure device.; on (B)(6) 2013: the patient right side essure device is known to be outside of the fallopian tube,not in the appropriate position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.